Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ number 10 states, "fretting and crevice corrosion can occur at interfaces between components." Number 11 states, ¿wear and/or deformation of articulating surfaces.¿ number 14 states, ¿postoperative bone fracture and pain.¿ this report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2014-04409 and 07609 / 07611).

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2004 and right total hip arthroplasty (B)(6) 2003. Legal counsel for patient reported patient underwent a right revision procedure on (B)(6) 2006, due to patient allegations of pain, swelling, and inflammation. Legal counsel for patient further reports that patient underwent a further right revision procedure on (B)(6) 2012, due to patient allegations of pain, inflammation, lack of mobility, elevated metal ion levels, metallosis, fretting and corrosion. Legal counsel also reported that patient underwent a further right hip revision procedure on (B)(6) 2013 due to unspecified complications. There has been no reported left hip revision procedure to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information provided in patient medical records indicates right total hip arthroplasty was performed on (B)(6) 2003. Additional information provided in patient medical records indicates right hip revision performed on (B)(6) 2006 was due to pain and subluxation. The patient¿s operative report noted decreased anteversion of cup and femoral component, synovitis, and dark staining. Additional information provided in patient medical records indicates right hip revision performed on (B)(6) 2012 was due to pain. The patient¿s operative report noted possible adverse metal ion/adverse soft tissue, and synovial irritation. Additional information provided in patient medical records indicates right hip revision performed on (B)(6) 2013 was due to pain. The patient¿s operative report noted suspected anterior irritation due to anterior osteophytes and impingement of femur. Review of invoice history confirmed an additional right hip revision performed on (B)(6) 2014. Additional information received noted that on (B)(6) 2012 and (B)(6) 2014 patient¿s blood was tested.

Manufacturer narrative:
(B)(4). This follow up report is being submitted to relay additional information. Concomitant products - part: x11-180308 name: bi-metric/x por nc lat lot:144910. The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that this patient was revised due to subluxation, metal wear, and pain. The patient had decreased anterversion of her femoral component allowing more internal rotation and posterior subluxation. It was also noted that there were incomplete boney ingrowths into the cup which may have caused the loosening and allowed for migration. The lining of the joint capsule revealed synovitis from metal wear. Attempts have been made and no further information has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 173665 m2a 38mm mod hd+9mm nk no skrt, 434650. Reported event was confirmed by review of the provided op notes. DHR was reviewed and no discrepancies were found. Root cause of the subluxation can be attributed to migration of the cup, but root cause for the migration of the cup could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.